Event description:
(B)(4) clinical study. Same case as MDR ID 2134265-2013-09204, 2134265-2013-09205. It was reported that cardiac tamponade occurred. In (B)(6) 2013, the patient presented with stable angina and underwent cardiac catheterization which revealed two lesions. The first lesion was a concentric, 2.5x30mm, type c, 90% stenosed lesion contained a <45 degree and >90 degree bend and was located in a moderately calcified and non-tortuous mid left anterior descending (lad) artery. It was treated with pre-dilatation and placement of a 2.5x38mm and another unspecified promus element plus drug eluting stents with 0% residual stenosis. The second lesion was a concentric, 2.5x20mm, type c, 90% stenosed and diffuse lesion contained a >45 degree bend and was located in a moderately calcified and non-tortuous distal lad. It was treated with pre-dilatation and placement of a 2.25x28mm promus element plus drug eluting stent with o% residual stenosis. Timi 3 was restored post procedure. The patient suffered cardiac tamponade on the same day but it was not determined when it exactly occurred. The patient was discharged 5 days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).